Manufacturer narrative:
The device was received on (B)(6) 2014. During testing, corrosion was noted in the battery compartment and on the middle printed circuit board. The probable cause of the corrosion was leakage from the disposable batteries. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report of "for repair." No specific details were provided. This is not a reportable malfunction. However, during verification testing at the service center, corrosion from battery leakage was noted in the battery department. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.